Event description:
Revision surgery - due to worn poly

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-00636; 380-09-502, s805 - wear/excessive wear, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.